Manufacturer narrative:
(H3) the evaluation noted in the revision reported was likely the result of combination of the posterior tibial slope, axial rotation mismatch, and patient factors, which allowed for excessive posterior contact between the femoral component and the tibial insert, especially laterally, and led to the reported wear of the polyethylene however, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported per the surgeon, the patient presented with some limited potential wear of the polyethylene bearing 8 weeks ago, but the covid situation prevented revision (planned ¿poly swap¿). Last week new x-rays were taken that appear to show a failed polyethylene insert. The patient is currently experiencing discomfort. There is not a known date of the initial surgery, but remembers the initial procedure was approximately five years ago. No revision has been performed at the time. The surgeon plans to ask one of his nearby colleagues to revise the joint and deliver the devices to exactech. By reviewing the x-rays we can see that the device is a type of cr femoral component with a fit tray, but we do not know the size or the exact product scope of implants at this time.